Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304-2022-00103.

Event description:
Olympus was informed of the following event via (B)(4) . The customer reported the surgeon introduced the subject device through the mouth with the intention of advancing it into the bile ducts. As the scope was being advanced through the oropharynx, there was a mucosal tear at the cricopharyngeal area and the procedure was aborted. This event includes 2 reports: (B)(6): tjf-q190v, (B)(4). (B)(6): maj-2315, unknown lot. This report is 1 of 2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, the reported event likely occurred due to the following mechanism: 1. The user operated suction while the distal end opening space was near the surface of the mucosa, which caused the mucosa to suck into distal cover. When the user tried to remove the scope in this situation, the mucosa was damaged by the edge of the distal cover. 2. The distal cover cracked at the tear-offline by inappropriate attachment of the distal cover to the scope. When pressing the distal end to the surface of the mucosa in this situation, the mucosa got caught in the cracked cover and damaged, even though suction was not operated. Furthermore, according to CAPA no. Omsc-hq-153-19, when suctioning is operated while the distal end opening space is near the surface of mucosa, mucosa will be sucked into distal cover even suctioning is stopped several seconds before. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions.¿ ¿attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to d8. Olympus will continue to monitor field performance for this device.